Event description:
It was reported that the foley catheter had fallen out on numerous occasions and the balloon had deflated. It was stated that the issue was there with various batch numbers and types of bard catheters. The patient had recently tried the bardex ic catheter and it worked much better. The representative advised the customer to consider if the patient had bladder stones and to discuss with their urology department whether the patient would need a cystoscopy to check there were no fragments of balloon left in the bladder. The patient did not report any pain and they were just concerned about the inconvenience. Per follow up information received via ibc on 27jul2022, customer provided the lot: ngdu2863 (date of event - (B)(6) 2021) and (date of event - (B)(6) 2021) and lot: ngew2132 (date of event - (B)(6) 2021) of the foley catheter in which they had falling out issue. On (B)(6) 2021, the patient had botox and a foley catheter was inserted into the patient. The catheter fell out on (B)(6) 2021 and the balloon was found to be partially inflated. This was the only catheter that had been inflated lot: unknown (date of event - (B)(6) 2021). The patient was then swapped to bardex ic catheter and they had no issues. It was stated that the foley catheter inserted on (B)(6) 2022 and fell out two weeks later. Lot: ngft0975 (date of event - (B)(6) 2022).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures. To assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization. To improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter had fallen out on numerous occasions and the balloon had deflated. It was stated that the issue was there with various batch numbers and types of bard catheters. The patient had recently tried the bardex ic catheter and it worked much better. The representative advised the customer to consider if the patient had bladder stones and to discuss with their urology department whether the patient would need a cystoscopy to check there were no fragments of balloon left in the bladder. The patient did not report any pain and they were just concerned about the inconvenience. Per follow up information received via ibc on 27jul2022, customer provided the lot: ngdu2863 (date of event - feb2021) and (date of event - apr2021) and lot: ngew2132 (date of event - apr2021) of the foley catheter in which they had falling out issue. On (B)(6) 2021, the patient had botox and a foley catheter was inserted into the patient. The catheter fell out on (B)(6) 2021 and the balloon was found to be partially inflated. This was the only catheter that had been inflated (date of event - jun2021). The patient was then swapped to bardex ic catheter and they had no issues. It was stated that the foley catheter inserted on (B)(6) 2022 and fell out two weeks later lot: ngft0975 (date of event - jun2022).